Event description:
It was reported that this patient's right shoulder was revised approximately 3 years post initial operation. Patient complained of pain and had a failed implant. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 - concomitants: (B)(6), 300-60-02 - stemless humeral comp laser cage, size 2, (B)(6), 314-13-13 - equinoxe cage glenoid medium, beta, (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm, (B)(6), 531-78-20 - shouldr gps hex pins kit, 09004321074, (B)(6) - gps implant kit v2. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b7. The following sections were corrected: b5, h6 - health effect - clinical code, medical device problem code, component code.

Event description:
It was reported that this patient's shoulder was revised approximately 3 years post initial operation. Patient complained of pain and had a failed implant. It was determined that there was a rotator cuff tear with joint subluxation. Patient was last known to be in stable condition following the event.